Event description:
Dr. Reported a death of a patient. We do know that our product was hooked up to a patient who died. How this individual died is unk. The dr stated that the pump was connected to the right shoulder. Medication was marcaine. The doctor stated that once the toxicology report was completed he would contact us and at that point release the pump to smi. Dr stated pump settings: program 5; .8ml; 92 requests of bolus; 40 bolus delivered; 3.2 ml total delivered.

Manufacturer narrative:
Waiting for doctors report and release of product to perform evaluation of product.